Manufacturer narrative:
G4:21dec2020. B4: 06jan2021 . A cpu (central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a component in the cpu. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12oct2020; b4: 13oct2020. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported a ventilator with a backup alarm failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.